Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 343 mg/dl and insulin injections were administered to address the high bg. The customer thought the infusion set site was a possible cause of the high bg. The site and tubing were changed. There was no reported damage. The customer resumed insulin delivery with the new infusion set supplies.